Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr, moderate to severe aortic regurgitation (ar) leading tav in tav was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve was performed. The valve was deployed in an 80:20 aortic/ventricular position with 3ml less than nominal volume as intended position. Post valve deployment, mild pvl was observed, and constriction of the valve stent was observed. Post dilation was performed with 1ml less than nominal volume. After post dilation, blood pressure remained low at 20mmhg. Tte also revealed that a jet which different from ar by guidewire. The decision was made to perform tav in tav. The movement of the valve leaflets could not be seen with tte. Therefore, it was not possible to confirm whether there was frozen leaflet on the cusp or not. Considering the risk of sov occlusion, the second valve was selected in small size, a 20mm sapien 3 ultra resilia valve was used for tav in tav. After protection of lca, a second valve was deployed with nominal volume. Upon follow up, the ar was determined to be central leak. The reason for the event was the leaflets had gotten twisted due to post dilation. Additional information was obtained from the clinical advancement of medical affairs and the physician's opinion, this case was recognized a case of frozen leaflet.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed and revealed calcifications on native annulus and leaflets. The complaints for leaflet motion restricted-in patient and deployed valve exhibits central regurgitation was unable to be confirmed due to unavailability of medical records and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve was performed. The valve was deployed in an 80:20 aortic/ventricular position with 3ml less than nominal volume as intended position. Post valve deployment, mild pvl was observed, and constriction of the valve stent was observed. Post dilation was performed with 1ml less than nominal volume. After post dilation, blood pressure remained low at 20mmhg. Tte also revealed that a jet which different from ar by guidewire' the movement of the valve leaflets could not be seen with tte. Therefore, it was not possible to confirm whether there was frozen leaflet on the cusp or not. 'Ar was determined as central leak. The reason for the event was the valve leaflets were gotten twisted due to post dilation... As the physician's opinion, this case was recognized a case of frozen leaflet.' There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. In this case, the valve was deployed with 3ml less than nominal volume, which could lead to under expanded valve with suboptimal valve leaflets coaptation, resulting in restricted leaflets. As such, available information suggests that procedural factors (under deployed valve) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Additionally, leaflet motion restriction or immobile leaflet is normally leading to improper valve leaflets coaptation, resulting in central regurgitation. During the procedure, there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. In this case, the restricted leaflet was not confirmed; however, restricted leaflets could potentially lead to abnormal coaptation, resulting in central regurgitation. In addition, it was reported that 'the valve leaflets were gotten twisted due to post dilation'. Per IFU, post dilation has risk of over expanding the valve and over stretching the valve leaflet, leading to central regurgitation. Available information suggests that procedural factors (restricted leaflet, post dilation) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b7: the patient medical history obtained.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for a deployed valve exhibits central regurgitation was unable to be confirmed due to unavailability of medical records and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Additionally, leaflet motion restriction or immobile leaflet is normally leading to improper valve leaflets coaptation, resulting in central regurgitation. During the procedure, there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. As reported, 'a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve was performed. The valve was deployed in an 80:20 aortic/ventricular position with 3ml less than nominal volume as intended position. Post valve deployment, mild pvl was observed, and constriction of the valve stent was observed. Post dilation was performed with 1ml less than nominal volume. After post dilation, blood pressure remained low at 20mmhg. Tte also revealed that a jet which different from ar by guidewire'ar was determined as central leak. The reason for the event was the valve leaflets were gotten twisted due to post dilation.' In this case, the valve was deployed with 3ml less than nominal volume, which could lead to under expanded valve and affected the valve leaflets coaptation, resulting in central regurgitation. In addition, it was reported that 'the valve leaflets were gotten twisted due to post dilation'. Per IFU, post dilation has risk of over expanding the valve and over stretching the valve leaflet, leading to central regurgitation. Available information suggests that procedural factors (under deployed valve, post dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr, moderate to severe aortic regurgitation (ar) leading tav in tav was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve was performed. The valve was deployed in an 80:20 aortic/ventricular position with 3ml less than nominal volume as intended position. Post valve deployment, mild pvl was observed, and constriction of the valve stent was observed. Post dilation was performed with 1ml less than nominal volume. After post dilation, blood pressure remained low at 20mmhg. Tte also revealed that a jet which different from ar by guidewire. The decision was made to perform tav in tav. The movement of the valve leaflets could not be seen with tte. Therefore, it was not possible to confirm whether there was frozen leaflet on the cusp or not. Considering the risk of sov occlusion, the second valve was selected in small size, a 20mm sapien 3 ultra resilia valve was used for tav in tav. After protection of lca, a second valve was deployed with nominal volume. It was placed lower than expected, with the top of the second valve meeting the bottom of the top cell. Concerned about overhang, post dilation was performed again with the same volume. No obstruction of the coronary, the overhang was allowed, and the procedure was completed, and the patient left the room. Additional information was obtained from the cs that the ar was determined as central leak. The reason for the event was the valve leaflets were gotten twisted due to post dilation. The CT measurement report was obtained.

Manufacturer narrative:
Investigation is ongoing.